Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: one cardiomems patient electronic system was received for evaluation. A product evaluation was not possible as the investigation was halted due to discovered infestation. The dc jack connector of the power extension cable was uncharacteristically not extending out from the opening of cardiomems i3 connector cover. The dc jack connector was discovered to be wedged between the cardiomems i3 connector cover and the enclosure assembly during disassembly of the unit for internal visual inspection. The power extension cable was not visible and was unavailable for use to make a power supply connection to the unit because of its dc jack connector being incorrectly behind the cardiomems i3 connector cover. A broken off usb connector shield portion of a wireless usb adapter was returned inserted in unit¿s external top usb port. Signs of infestation were observed in the unit¿s enclosure assembly during internal visual inspection. A software evaluation was not completed and investigation was halted because of the observed infestation. The unit powered on successfully during the patient data backup process prior to visual evaluation. Performance evaluation could be completed because of infestation stated in visual evaluation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event

Event description:
The patient reported frayed wires of the power extension cable. There were no adverse consequences reported by the patient.